Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and the delivery accuracy test at 0.08725 inches. All operating currents are within specification. Off no power alarm functions properly. Device alarmed motor error during occlusion test due to faulty force sensor resistor (gold). No displayable history crc check failed on startup alarm during testing or in the alarm history screen. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were hospitalized with blood glucose of 294 mg/dl on (B)(6) 2019. The customer also stated that insulin pump received motor error alarm. The customer did not experience any symptoms or treatment such as a result of high blood glucose. Troubleshooting was not performed for high blood glucose. The insulin pump will be returned for analysis.